Event description:
It was reported that pump displayed malfunction code 0 with associated fault ID 0-0x2143, and no notable events occurred before the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump for insulin delivery, and technical support confirmed pump warranty, arranged shipment of replacement pump, provided instructions for placing malfunctioning pump in storage mode and returning it within 10 days, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement pump.